Event description:
MFR rec'd a report of an oxygen concentrator being on fire. The pt allegedly sustained burns to the face and hands. The unit was not returned to the MFR for eval however, the dealership inspected the unit and found that the grounding plug had been removed. In addition, cigarettes were found in the room. The owner's manual clearly warns against having any source of ignition in the vicinity of the concentrator.